Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes erroneous results(elevated potassium) were seen in 3 samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 21-nov-2024 investigation summary bd received 20 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for erroneous results was not observed. Additionally, the customer samples were evaluated along with 100 retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to erroneous results were observed. No difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, erroneous results-potassium because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results- potassium. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes erroneous results(elevated potassium) were seen in 3 samples. No adverse impact was reported regarding the patient or user.